Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted that the ECG leads, when tested, were found to have a bad connection within the wires. The connectors were loose and did not seat correctly. Additionally, upon review of the iabp fault logs, fault code #37 and fault code #57 were observed. As per the service manual, the stm replaced the iabp main board as a preventative measure. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) would not pump. There was no patient injury or harm and no adverse event was reported.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) would not pump. There was no patient injury or harm and no adverse event was reported.